Event description:
It was reported that when opening the surestep foley tray to use, the customer could not get the saline syringe to engage. After reviewing the syringe, they noticed that the saline was discolored with a thick tacky consistency. That substance had a cement or adhesive smell and consistency to it. The syringe was removed from the room.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Manufacturer narrative:
The reported event was confirmed cause unknown. The device had not met specifications. The product was not used for patient treatment. The product caused the reported failure. Visual evaluation of the returned sample noted one opened (without original packaging), syringe with label. Visual inspection of the sample noted the unknown gel like substance in the syringe with a thick and tacky consistency and the color was bright yellowish. Also noted that there was an adhesive smell/odor detected. A potential root cause for this failure mode could be ¿no follow up to cleaning procedure in the production areas¿. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. A labeling review was not performed because labeling could not have prevented the reported failure. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was evaluated.

Event description:
It was reported that when opening the surestep foley tray to use, the customer could not get the saline syringe to engage. After reviewing the syringe, they noticed that the saline was discolored with a thick tacky consistency. That substance had a cement or adhesive smell and consistency to it. The syringe was removed from the room.